Manufacturer narrative:
On 1/13/2020, during the evaluation of the sample it was observed to be ruptured. Siltex cracking was found in the edges of the tear. No other anomalies were discovered. The second product received is related to a non-mentor ("silastic") device, therefore no further investigation is required. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Sterilization expiration date: not available information a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Since the implant date of implantation is unknown, it was estimated and defaulted to (B)(6) 1989, since the device was manufactured on 4/28/1989. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and capsular contracture. Concomitant medical products: a mentor memorygel breast implant 325cc , catalog number 3543257 , serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) non hispanic female (race unknown) patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and suffered from rupture and capsular contracture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.